Event description:
The customer contacted a third-party service agent to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The interface pcba was provided to the customer to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer mentioned that the replaced interface pcba will be returned to maastricht for further investigation.

Manufacturer narrative:
The third-party service agent evaluated the customer's device and verified the reported issue. The fault was attributed to an interface pcb failure. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted a third-party service agent to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.